Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked which resulted in iodine leakage through the crack. The crack and iodine leakage was discovered while the minicap was in use and connected to the patient¿s transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the actual device was received for evaluation. A visual inspection was performed and it was noted that the minicap was cracked and iodine was leaking through the crack. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.